Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. No issues were noted with the hypotube shaft during visual inspection. No kinks or damages during shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material at 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. During leakage testing, the device was attached to an encore inflation unit. A pinhole was located in the balloon material at 1mm proximal from the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was reported that the balloon burst and could not be used. It was reported that the procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was reported that the balloon burst and could not be used. It was reported that the procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.